Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of five. The patient was connected at the time of the alarm. The patient stated that they woke up and noticed they had become disconnected from the homechoice. The patient stated that they reconnected, then disconnected again to get the phone. The patient stated that they are disconnected right now. The technical service representative assisted with getting the set out and ending therapy. The technical service representative reviewed proper procedures per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line had disconnected from the transfer set allowing air to enter the system, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.